Event description:
It was reported that there was an alert for a high out of range shock lead impedance (sli), on this right ventricular (rv) lead. A programming change was made about a year ago and since then the sli has been gradually rising until it plateaued around 117 ohms. The highest impedance recorded, before the alert, was about 121 ohms. The alert was set by a 125 ohm sli measurement. Technical services noted that it looks like part of the normal impedance variation. No adverse patient effects were reported. The product remains in service. If additional information is received, this report will be updated.